Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.